Event description:
It was reported that the patient was not getting an adequate pain relief and was feeling stimulation in unwanted area. It was also noted that the ipg had to be charged more frequently. Reprogramming successfully addressed the stimulation issue, however the charging issue persisted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in 2021.